Manufacturer narrative:
Corrected data: section h6: health effect - impact code: as part of an internal review of our mdrs it was identified that the code 4631 - more complex surgery was not provided on the initial report. This report is being submitted to include code 4631 as the lens was removed and replaced in the initial surgery. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was inserted into patient's left eye and was cut out due to a sulcus lens being needed. There was no damage to patient due to lens, however, vitrectomy was performed. No further information was available.

Manufacturer narrative:
Additional information: as per received information, customer does not believe the lens had anything to do with the vitrectomy, but the consent listed possible anterior vitrectomy. Section d9: device available for evaluation: yes. Returned to manufacturer on: 2/12/2021. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The cartridge component was observed, correctly engaged into lower body of the pcb00 device. The plunger component was observed, in a fully advanced position. The lens returned out of the device. It was placed by customer into the specimen container. Visual inspection using microscope magnification was performed. The lens was observed, with residues of lubricant. The condition observed, is consistent with a pcb00 unit that has been handled for use. No manufacturing defect were observed on the returned sample. The reported issue could not be verified. No product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There is one additional complaint received for this complaint number. However, the complaint was not confirmed as manufacturing problem. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.